Event description:
A healthcare professional reported that during the intraocular lens (iol) implant procedure, the posterior haptic was stretched. Additional information has been received that the event occurred before surgery and there was no patient contact. The surgery completed with replacement lens. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The device with the lens was returned with clear adhesive tape across the exterior loading area and barrel of the device. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was at the trailing optic edge. The lens was advanced into the nozzle. The trailing haptic was folded correctly onto the optic. The leading haptic was extended. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A non-qualified viscoelastic was used. The reported "posterior haptic stretched" was not observed. No problems were observed with the returned device. The plunger, lens and haptic positions were acceptable. The leading haptic was straight and may have been interpreted as the reported complaint. Straight leading haptics are not a product malfunction. This is an acceptable position per the diagrams provided in the IFU. The customer indicated the use of a non-qualified viscoelastic which could be a contributing factor. A straight leading haptic may occur: due to the normal folding variations as indicated in the IFU diagrams. If the initial plunger advancement is faster than the recommended target, the leading haptic may be forced past the internal folding feature. If there is excessive delay between the device preparation and subsequent delivery the leading haptic may start to unfold. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement or contribute to incorrect haptic folding. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).